Manufacturer narrative:
Additional data: device evaluated by MFR -device evaluation: lens was returned in liquid, in lens vial. Visual inspection found no visible damage to lens. Claim #(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -08.00 diopter, in the patient's right eye (od), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.